Event description:
Patient reported receiving an electronic error on the infusion device. Preliminary evaluation on (B)(6) 2013 found an e7001 code in the history of the infusion device with a defective buzzer. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result: e7001 were found in the history. It is not possible to further operate the pump due to a short-circuit of the buzzer. The pump correctly triggered the e7001 error messages.